Event description:
It was reported that patient was experiencing pain at the ipg site. In turn, the ipg was explanted and replaced. Postoperatively, effective therapy was restored and pain has resolved.